Event description:
Boston scientific received information that this patient called our company one month post implant to report symptoms of pressure on the front of her neck and throat. She stated her physician kinked her lung during her surgery and she had to use a breathing tube all during her hospital stay. The patient also states that since leaving the hospital she's been seen in the clinic twice. She states one time they adjusted her pacemaker settings so low that she could not walk so she went back the following day to have the device reprogrammed. The patient was referred to her physician to discuss her existing symptoms.

Manufacturer narrative:
The local area sales representative, who was also in attendance at the procedure, was contacted and was not aware of the events the patient stated occurred during her surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.